Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. After noticing the discrepancies, the customer ran controls and had an error. The controls still had a high bias after troubleshooting. The customer also noted receiving ise noise alarms. The first patient sample initially resulted in a na value of 152 mmol/l. The questionable value was reported outside of the laboratory. The doctor questioned the result due to a delta check failure for a second sample collected from that patient. The sample was repeated, resulting in a na value of 143 mmol/l. The sample was also tested on a second analyzer, resulting in a value of 145 mmol/l. The result was amended with the repeat value of 145 mmol/l. The second patient sample initially resulted in a na value of 151 mmol/l and it repeated as 142 mmol/l. The customer stated they caught the questionable result before a value was released from the laboratory. The na electrode lot number was e23_2022. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer performed precision studies and na precision was outside of specifications. The engineer cleaned and reseated the electrodes and o-rings, and cleaned the sipper nozzle, vacuum nozzle, and diluent vessel. The sipper tubing and pinch tubing connections were adjusted. Reagent priming was performed. Calibration and controls were ok. An ise check was performed and was ok. Precision studies were performed. The customer encountered a sample pipettor error after the service actions. The engineer observed that the sample probe was bent and it was replaced. An ise noise error also occurred on a patient sample, but an ise check was performed and it was ok. Three more samples then had ise noise errors despite the user cleaning and replacing the reference electrode. The field service engineer replaced the sipper nozzle, vacuum nozzle, sipper tubing, and pinch tubing. Precision checks before and after the replacement were all ok. Calibration and controls were also acceptable. The noise errors returned and the engineer replaced the dilution nozzle. The vacuum nozzle up/down sensor was found to be dislodged and it was replaced with a new sensor. Buildup inside vacuum waste cones and valves was removed. The sample probe alignment was checked. Calibration, controls, and precision studies passed. No further issues occurred after these actions. Upon review of the alarm trace, abnormal aspiration errors were observed. The investigation determined the service actions resolved the issue. The issue is consistent with contamination. Medwatch field:phone number was provided as "(B)(6)".